Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system were removed due to infection and erosion through the subcutaneous tissue.